Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power consumption problem could not be confirmed; the battery operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad equipment manager that this patient complained that this battery would appear fully charged with 4 green bars; but when connect to the controller the battery indicator light on the controller only showed 25% and the controller alarmed a low priority alarm.  The patient reported that this occurred on both power ports of the controller.  The controller power ports were inspected and did not appear to be loose. The battery also properly connected to controller and an audible click was heard.  The battery was exchanged without consequence to the patient.  No further information was provided.